Manufacturer narrative:
In the returned state, the lead was destroyed. The df1 connector was not available for analysis because it could not be removed from the returned head of the ICD due to connecting difficulties. During the analysis of the lead, it could be noted that the insulation of the lead body was massively damaged by squashing about 29 cm distal of the is-1 connector pin. At this site, the rope conductor to the rv shock coil showed a conductor fracture. This damage can with high probability be regarded as the cause of the clinical complaint. There were no indications of material defects or manufacturing errors for rather the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 4 months a shock impedance of > 150 ohms was reported. All other measured values were within the norm. Moreover, tissue was reported to be inside the header during the revision. After which, the lead connection was cleaned and the lead was re-connected. In spite of re-connecting the lead two times, the shock impedance remained > 150 ohm. After which, the screw mechanism in the header failed and then the lead could no longer be disconnected. The operator was reported to have been extremely forceful in his handling. Both the ICD and the lead were explanted.